Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. It was reported that after magnetic resonance imaging (MRI) it was confirmed that there was a rectal wall infiltration. The estimated hydrogel seen in the rectal wall was 5cc. The prostate-specific antigen (psa) of the patient rose to 10 within a month of the 5 reading. There were no patient complications reported as a result of this event. The patient condition was reported to have fully recovered with no reported complications and he received external beam radiation therapy (ebrt).